Event description:
The complainant reported that placement signal and left ventricle waveform disappeared from the screen three times. Each time prompting a "controller failure" alarm. Support continued with no changes to flow. A decision was made to perform automated impella controller (aic) to aic transfer. The alarm has not been triggered since the aic was exchanged. There was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Multiple imc-ahp rfid errors are noted on the complaint date, but are not present when tested here with a known good purge cassette. Device analysis: console (B)(6) was sent back to fs for further investigation. The console was opened and all cables and connectors to the purge unit were checked with no loose connections found. Optical bench 5s parameters were taken and all values were within specification. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.